Manufacturer narrative:
Additional information: event. Problem code 2907 for the reportable issue of ligator head detached and trip wire detached. Received one speedband super view super 7 with the ligator head for analysis. A visual examination of the ligator head found all abnds were deployed. The ligator head teeth were undamaged. The suture was intact and attached to the trip wire loop. The trip wire was completely rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Additionally a dimensional inspection was performed measuring the component which interact with the scope (adapter ring) and it was found within specification; consequently, not confirming the reported complaint. No issues were noted with the handle assembly and velcro strap. Based on th evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, all seven bands were successfully deployed; however, when the scope was removed, the trip wire got disconnected midway which caused the ligator head to detached inside the patient. Reportedly, additional gastroscopy was performed to retrieve the detached ligator head. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event. Additional information received on may 07, 2019. It was reported that the detached portion of the device was removed using forceps.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all seven bands were successfully deployed; however, when the scope was removed, the trip wire got disconnected midway which caused the ligator head to detached inside the patient. Reportedly, additional gastroscopy was performed to retrieve the detached ligator head. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event.